Event description:
It was reported patient underwent a right total elbow arthroplasty on (B)(6) 2008. Subsequently, patient underwent multiple revision procedures on (B)(6) 2006, (B)(6) 2008, (B)(6) 2011, (B)(6) 2011 and (B)(6) 2014 due to laxity caused by patient noncompliance.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure." This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2014-07040 & 07042 / 07045).